Event description:
It was reported that the patient had "built up a resistance" to the morphine in his pump, and the current concentration was not helping the patient's pain. In the country the patient resides in, a higher dose was illegal. The patient had severe pain in his legs due to an accident he had 11 years ago, causing him to get the pump implanted in 2009. Later information stated that the patient's pump was "no longer working." The patient was experiencing increased pain. It was noted that a place that was able to offer the right concentration of medicine to cover the patient's pain was found.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported patient wanted to come to USA (B)(6) in order to get a higher morphine concentration since in his country a higher concentration is not legal. If additional information is available, a report will be provided.

Manufacturer narrative:
(B)(4).